Manufacturer narrative:
Upon receiving feedback from a customer regarding a situation where the needle detached from the needle holder and broke inside the body during the injection of lidocaine by a radiologist, prompting the need for its removal, our company immediately organized a quality control and production investigation. The specific actions taken were as follows: 1. Sample retesting: on (B)(6) 2023, 20 samples from batch number ckdj07-01, model 25gx1 1/2", were visually inspected for appearance, with the adhesive of the injection needles found to be full and without any abnormalities. Additionally, 10 samples underwent rigidity and flexibility tests as shown in the attached figures. Another set of 10 samples underwent firmness testing, all of which met the standard requirements (refer to the attached figures). (Testing equipment: medical injection needle rigidity tester, medical injection needle flexibility tester. Testing tools: weights, pliers. Testing personnel: song wenxiu). 2. Production process review: the production process records and final inspection reports of the batch were traced back by batch number, showing that the adhesive of the injection needles was full, and the rigidity and flexibility met the standard requirements. There were no changes in production technology or raw materials. Based on the investigation results, customer feedback, injection needle production process, and production technology analysis, the following conclusions were made: 1. Needle breakage during use: improper use of the product during clinical application led to needle breakage. According to iso 7864:2016 "requirements and test methods for sterile single-use hypodermic needles" which references iso 9626:2016 "stainless steel needle tubing for medical devices - requirements and test methods," section 5.9 of appendix c specifies the bending requirements for the needle tube: for normal wall thickness needle tubes bend (25¡à1)¡ã, for thin wall needle tubes bend (20¡à1)¡ã, for ultra-thin wall needle tubes bend (15¡à1)¡ã. Failure in the bending test should not occur after 20 repetitions. If the bending exceeds the standard requirements, the likelihood of needle breakage increases. Although users of the product are typically trained medical professionals with the relevant knowledge of correct product usage, the possibility of needle breakage due to improper use cannot be completely ruled out. 2. Insufficient adhesive between the needle and the needle holder leading to needle detachment: during the assembly process of injection needles, there is online detection of the adhesive amount. Defective products with insufficient or no adhesive are automatically rejected by the equipment. Each shift conducts initial inspections of the firmness of the needle and needle holder bonding, and finished product inspections include sampling of this aspect. Therefore, the possibility of detachment is nearly nonexistent, eliminating this possibility. 3. Regarding the needle breakage issue, our company conducted a risk analysis earlier, determining it as an isolated incident. Since the customer did not provide specific defective product images for a clear view of the exact position of the needle holder, we suggest that the customer help collect the defective product sample and send it back, or provide a high-resolution image showing the specific separation location between the needle and the needle holder (mainly where the needle broke), allowing us to analyze and compare the related circumstances.

Event description:
A complaint has been filed under the reference number (B)(4) by mr. (B)(6). During the injection of lidocaine by the radiologist, the needle detached from the hub and broke off in the patient's body, requiring it to be removed. The customer has already provided a picture.